Event description:
The echo instrument is reporting higher rates of false positive results. The change in specificity no longer meets acceptable validation criteria for use. Previous specificity for the echo at ummc was 98% (acceptance criteria +/-5%; acceptable range 93-100%). Repeat validation result of 86% is not acceptable. We started to detect potential problems in (B)(6) 2014. Multiple service calls were made and various interventions performed per immucor's suggestions. By spring of 2015, the reagent problems and camera issues were still not satisfactorily resolved. At that time, we requested all our hospitals perform a repeat validation of the individual echo instruments. Results ranged from 80-100% sensitivity and 86-98% specificity. The decrease in specificity resulted in delayed patient care.